Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm as well as blank display. Customer¿s blood glucose was 189 mg/dl at the time of incident. Customer stated that the insulin pump had unexpected restart alarm. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to motor error alarms.